Event description:
It was reported the surgery time was extended due to locking mechanism.

Manufacturer narrative:
.

Manufacturer narrative:
The associated insert was returned and evaluated. The visual inspection of the returned device shows damage to the lock detail. A review of the complaint history shows no prior complaints for this part. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A dimensional inspection was attempted; however, damage/deformation at several features of the device would not allow for accurate measurement. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however, we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.